Event description:
The total parenteral nutrition filter began leaking and the nurse was not aware that the fluid was running out to the bed and floor. Patient's blood sugar dropped to 41. Patient remained asymptomatic. Dextrose was given to the patient and the blood sugar level came back to normal level.====================== health professional's impression======================this is the 5th report submitted for the total parenteral nutrition filters because of leaking. We submitted the tubing to the manufacturer, but haven't heard back from them.====================== manufacturer response for total parenteral nutrition filter, total parenteral nutrition filter======================they are investigating the other 4 incidents.